Event description:
It was reported that the external pulse generator did not consistently pace continually for 20 seconds following the removal of the battery. It was also noted that this generator was found after 8 years of "unit not located." The generator was returned for service. There was no indication that there was any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).